Event description:
It was reported that a minicap was cracked. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection revealed cracks. The reported issue was verified; however, the cause was undetermined. An internal notification was sent to the manufacturer requesting an investigation into the cracked minicap. Should additional relevant information become available, a supplemental report will be submitted.